Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements. Additionally, intermittent high capture thresholds were observed. (B)(6), technical services (ts) was consulted, and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).